Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a shifted end cap sticker.

Event description:
Customer reported submerging his insulin pump into water. The customer stated he had tried to deliver a bolus and experienced keypad issues. The customer's blood glucose was 160 mg/dl. The customer also reported that the display was blank immediately after the insulin pump was exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan.